Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: attune ps fb insrt sz 5 5mm, 151640505.

Event description:
Patient was revised to address varus tibial component subsidence and loosening at the cement to implant interface. Cement manufacturer is unknown. The tibial component was removed. Doi: unk; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Patient code: no code available (3191) is used to capture surgical intervention.

Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. The investigation could not draw any conclusions regarding the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). (B)(4) was added to capture medical device removal..

Event description:
Medical records alleges pain, synovitis, adhesions and anteromedial tibial fracture.